Event description:
Customer reported that in normal operation there is a wooshing sound at the rear of the ventilator with air venting to atmosphere via safety valve. Pt was on ventilator, but customer reported no pt harm. The customer reported the ventilator was alarming during the reported event.